Event description:
It was reported the pt said replaced kit and still no suction. Unable to transfer to cs, emailing supes. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt said replaced kit and still no suction. Unable to transfer to cs, emailing supes. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per additional information received from customer via email on 02oct2025, it was reported that the unit was replaced and the old unit shipped back to you. The new one is working well.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information. The reported event was unconfirmed, as the product met specifications. The product was used for treatment purposes. The product did not cause the reported failure. Visual evaluation of the returned sample noticed one opened (without original packaging), pw collection system with accessories (pump tubing, collector tubing, collection canister with lid, and external power cord). There were no cracks present. There was no residue present. One of the end adapters for the collector tubing was missing. The stop valve was working properly. There was light and sound indicating function. A labeling/packaging review is not required as the reported event is unconfirmed. A DHR/bh review is not required as the reported event is unconfirmed. Based on the results of the investigation, no further action is required. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.